Event description:
It was reported that the lead had fractured. The lead impedance was greater than 2000 ohms and thresholds had risen from 0.75, 0.4 to 2.75, 1.5. The patient was not pacemaker dependent. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).